Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image failure and appearance of color bars were caused by poor communication due to a faulty cable. However, the definitive root cause of the faulty cable could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, there was no image present and only color bars on the display. Additionally, it was noted that the rear label was fading. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus 4k autoclavable camera head due to an unspecified image problem noted during preparation for a laparoscopic sleeve procedure. According to the initial reporter, the intended procedure was completed using a similar device without any complications. During the device evaluation, it was confirmed that no image was present and instead, color bars were on the display. This report is being submitted to capture the lack of image and presence of color bars found during the device evaluation.